Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. It was reported that the peritonitis was manifested by abdominal pain and cloudy fluid. On the same day as onset, outpatient treatment was initiated. The patient was treated with vancomycin intraperitoneally (2 grams, every four days for three weeks) and fortaz (ceftazidime) intraperitoneally (1500 milligram, once a day, duration was unknown) for the event. Twenty one days later, treatment with vancomycin was discontinued. It was reported that while recovering, the patient experienced same symptoms of abdominal pain and cloudy effluent again and was hospitalized for the event. Treatment during hospitalization was unknown. At the time of this report, the patient remained hospitalized and had been retrained on aseptic technique. The patient was recovering from the peritonitis event. Apd therapy was ongoing. Additional information was requested but is not available.